Event description:
During an in-clinic follow-up, the device entered backup vvi (bvvi) mode after undergoing a magnetic resonance imaging (MRI) procedure. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.